Event description:
An ercp procedure was performed on march 8, 2006 using a cook endoscopy fusion wire guide locking device. During use the inner component detached into the accessory channel of the endoscope. The endoscope was cleaned and used for another ercp procedure one day later. During this procedure, it was noted the endoscope did not exhibit proper suction capabilities, but the procedure was completed. When the endoscope was cleaned after this procedure, the inner component of the fusion wire guide locking device exited the accessory channel of the endoscope. The condition of this patient is unknown